Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ chronic/ pain'), salpingitis ('infection at incision site of salpingectomy') and menorrhagia ('menorrhagia(heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("psychological injury/ anxiety"), depression ("psychological or psychiatric problems condition: depression"), insomnia ("neurological conditions or problems type: insomnia"), feeling abnormal ("brain fog") and back pain ("back pain"). In (B)(6) 2013, the patient experienced urinary tract infection ("bladder/urinary problems: uti"), vaginal discharge ("bladder/urinary problems: vaginal discharge"), migraine ("other injuries/symptoms: migraine/ migraine headache"), nausea ("nausea"), constipation ("gastrointestinal or digestive system condition type: constipation"), abdominal distension ("bloating"), decreased appetite ("lack of appetite"), vomiting ("unable to keep food down") and cystitis ("bladder infection") and was found to have weight increased ("other injuries/symptoms: weight gain"). In (B)(6) 2014, the patient experienced alopecia ("hair loss"). In (B)(6) 2015, the patient experienced tooth disorder ("other injuries/symptoms: dental problems"). In (B)(6) 2016, the patient experienced seizure ("seizures"). In (B)(6) 2018, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2018, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2018, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abdominal bleeding (vaginal)"). In (B)(6) 2018, the patient experienced ovarian cyst ("tumor / teratoma / cancer type: ovarian cyst"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), hypersensitivity ("hypersensitivity"), dermatitis allergic ("rash/skin condition"), vaginal infection ("bladder/urinary problems: vaginal infection") and headache ("other injuries/symptoms: headaches") and was found to have hormone level abnormal ("other injuries/symptoms: hormonal changes"). The patient was treated with surgery (ablation (dilation and curettage), salpingectomy (bilateral) and she had essure removed.). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, abdominal pain, dysmenorrhoea, dyspareunia, hypersensitivity, dermatitis allergic, urinary tract infection, vaginal discharge, vaginal infection, insomnia, feeling abnormal and seizure had resolved, the salpingitis, tooth disorder, headache, migraine, hormone level abnormal, nausea, ovarian cyst, cystitis and back pain outcome was unknown and the anxiety, weight increased, vaginal haemorrhage, depression, constipation, abdominal distension, decreased appetite, alopecia and vomiting was resolving. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, back pain, constipation, cystitis, decreased appetite, depression, dermatitis allergic, dysmenorrhoea, dyspareunia, feeling abnormal, headache, hormone level abnormal, hypersensitivity, insomnia, menorrhagia, migraine, nausea, ovarian cyst, pelvic pain, salpingitis, seizure, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vomiting and weight increased to be related to essure. The reporter commented: plaintiff received treatment for: menorrhagia, psychological injury, uti, vaginal discharge, vaginal infection. Current weight: 316lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.6 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 27-jan-2020: reporter, patient demographics were added. Added events abnormal bleeding (vaginal), bladder, psychological or psychiatric problems condition: depression, nausea, neurological conditions or problems type: insomnia, brain fog, seizures, tumor / teratoma / cancer type: ovarian cyst, gastrointestinal or digestive system condition type: constipation, bloating, lack of appetite, unable to keep food down, hair loss, infection at incision site of salpingectomy, bladder infection, back pain. Updated event anxiety (previously reported as psychological injury), onset dates and outcome of events. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ chronic/ pain') and menorrhagia ('menorrhagia(heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". On (B)(6) 2013, the patient had essure inserted. In august 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("psychological injury/ anxiety"), depression ("psychological or psychiatric problems condition: depression"), insomnia ("neurological conditions or problems type: insomnia"), feeling abnormal ("brain fog") and back pain ("back pain"). In september 2013, the patient experienced urinary tract infection ("bladder/urinary problems: uti"), vaginal discharge ("bladder/urinary problems: vaginal discharge"), migraine ("other injuries/symptoms: migraine/ migraine headache"), nausea ("nausea"), constipation ("gastrointestinal or digestive system condition type: constipation"), abdominal distension ("bloating"), decreased appetite ("lack of appetite"), vomiting ("unable to keep food down") and cystitis ("bladder infection") and was found to have weight increased ("other injuries/symptoms: weight gain"). In august 2014, the patient experienced alopecia ("hair loss"). In february 2015, the patient experienced tooth disorder ("other injuries/symptoms: dental problems"). In october 2016, the patient experienced seizure ("seizures"). In february 2018, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In june 2018, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In august 2018, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abdominal bleeding (vaginal)"). In september 2018, the patient experienced ovarian cyst ("tumor / teratoma / cancer type: ovarian cyst"). On an unknown date, the patient experienced postoperative wound infection ("infection at incision site of salpingectomy"), abdominal pain ("abdominal pain"), hypersensitivity ("hypersensitivity"), dermatitis allergic ("rash/skin condition"), vaginal infection ("bladder/urinary problems: vaginal infection") and headache ("other injuries/symptoms: headaches") and was found to have hormone level abnormal ("other injuries/symptoms: hormonal changes"). The patient was treated with surgery (ablation (dilation and curettage) and salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, abdominal pain, dysmenorrhoea, dyspareunia, hypersensitivity, dermatitis allergic, urinary tract infection, vaginal discharge, vaginal infection, insomnia, feeling abnormal and seizure had resolved, the postoperative wound infection, tooth disorder, headache, migraine, hormone level abnormal, nausea, ovarian cyst, cystitis and back pain outcome was unknown and the anxiety, weight increased, vaginal haemorrhage, depression, constipation, abdominal distension, decreased appetite, alopecia and vomiting was resolving. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, back pain, constipation, cystitis, decreased appetite, depression, dermatitis allergic, dysmenorrhoea, dyspareunia, feeling abnormal, headache, hormone level abnormal, hypersensitivity, insomnia, menorrhagia, migraine, nausea, ovarian cyst, pelvic pain, postoperative wound infection, seizure, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vomiting and weight increased to be related to essure. The reporter commented: plaintiff received treatment for: menorrhagia, psychological injury, uti, vaginal discharge, vaginal infection. Current weight 316lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.6 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint amendment: the report was amended for the following reason: correction due to discrepancy between coding action item and match point coder query. Event" infection at incision site of salpingectomy" was recoded to llt "incision site infection" (previously reported as salpingitis). No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ chronic/ pain') and heavy menstrual bleeding ('menorrhagia(heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included unilateral leg swelling, sternal pain, ankle fracture, bimalleolar fracture, hypokalemia, depression, hypertension, cholesterol levels raised, gastroesophageal reflux disease, sleep apnea, gastric bypass, bipolar disorder, gerd, chronic back pain, numbness, seizure, uterine bleeding, nipple discharge and morbid obesity. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("psychological injury/ anxiety"), depression ("psychological or psychiatric problems condition: depression"), insomnia ("neurological conditions or problems type: insomnia"), feeling abnormal ("brain fog") and back pain ("back pain"). In (B)(6) 2013, the patient experienced urinary tract infection ("bladder/urinary problems: uti"), vaginal discharge ("bladder/urinary problems: vaginal discharge"), headache ("other injuries/symptoms: headaches"), migraine ("other injuries/symptoms: migraine/ migraine headache"), nausea ("nausea"), constipation ("gastrointestinal or digestive system condition type: constipation"), abdominal distension ("bloating"), decreased appetite ("lack of appetite"), vomiting ("unable to keep food down") and cystitis ("bladder infection") and was found to have weight increased ("other injuries/symptoms: weight gain"). In (B)(6) 2014, the patient experienced alopecia ("hair loss"). In (B)(6) 2015, the patient underwent tooth extraction ("other injuries/symptoms: dental problems/ all my teeth pulled cause of essure"). In (B)(6) 2016, the patient experienced seizure ("seizures"). In (B)(6) 2018, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2018, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2018, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abdominal bleeding (vaginal)"). In (B)(6) 2018, the patient experienced ovarian cyst ("tumor / teratoma / cancer type: ovarian cyst"). On an unknown date, the patient experienced postoperative wound infection ("infection at incision site of salpingectomy"), abdominal pain ("abdominal pain"), hypersensitivity ("hypersensitivity"), dermatitis allergic ("rash/skin condition") and vaginal infection ("bladder/urinary problems: vaginal infection") and was found to have hormone level abnormal ("other injuries/symptoms: hormonal changes"). The patient was treated with surgery (ablation (dilation and curettage) and salpingectomy (bilateral)) and dentures. Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, heavy menstrual bleeding, abdominal pain, dysmenorrhoea, dyspareunia, hypersensitivity, dermatitis allergic, urinary tract infection, vaginal discharge, vaginal infection, insomnia, feeling abnormal and seizure had resolved, the postoperative wound infection, tooth extraction, headache, migraine, hormone level abnormal, nausea, ovarian cyst, cystitis and back pain outcome was unknown and the anxiety, weight increased, vaginal haemorrhage, depression, constipation, abdominal distension, decreased appetite, alopecia and vomiting was resolving. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, back pain, constipation, cystitis, decreased appetite, depression, dermatitis allergic, dysmenorrhoea, dyspareunia, feeling abnormal, headache, heavy menstrual bleeding, hormone level abnormal, hypersensitivity, insomnia, migraine, nausea, ovarian cyst, pelvic pain, postoperative wound infection, seizure, tooth extraction, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vomiting and weight increased to be related to essure. The reporter commented: plaintiff received treatment for: menorrhagia, psychological injury, uti, vaginal discharge, vaginal infection. Current weight 316lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.6 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: back pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-may-2021: social media received- event tooth disorder updated to tooth extraction. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ chronic/ pain') and heavy menstrual bleeding ('menorrhagia(heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included unilateral leg swelling, sternal pain, ankle fracture, bimalleolar fracture, hypokalemia, depression, hypertension, cholesterol levels raised, gastroesophageal reflux disease, sleep apnea, gastric bypass, bipolar disorder, gerd, chronic back pain, numbness, seizure, uterine bleeding, nipple discharge and morbid obesity. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("psychological injury/ anxiety"), depression ("psychological or psychiatric problems condition: depression"), insomnia ("neurological conditions or problems type: insomnia"), feeling abnormal ("brain fog") and back pain ("back pain"). In (B)(6) 2013, the patient experienced urinary tract infection ("bladder/urinary problems: uti"), vaginal discharge ("bladder/urinary problems: vaginal discharge"), headache ("other injuries/symptoms: headaches"), migraine ("other injuries/symptoms: migraine/ migraine headache"), nausea ("nausea"), constipation ("gastrointestinal or digestive system condition type: constipation"), abdominal distension ("bloating"), decreased appetite ("lack of appetite"), vomiting ("unable to keep food down") and cystitis ("bladder infection") and was found to have weight increased ("other injuries/symptoms: weight gain"). In (B)(6) 2014, the patient experienced alopecia ("hair loss"). In (B)(6) 2015, the patient underwent tooth extraction ("other injuries/symptoms: dental problems/ all my teeth pulled cause of essure"). In (B)(6) 2016, the patient experienced seizure ("seizures"). In (B)(6) 2018, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2018, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2018, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abdominal bleeding (vaginal)"). In (B)(6) 2018, the patient experienced ovarian cyst ("tumor / teratoma / cancer type: ovarian cyst"). On an unknown date, the patient experienced postoperative wound infection ("infection at incision site of salpingectomy"), abdominal pain ("abdominal pain"), hypersensitivity ("hypersensitivity"), dermatitis allergic ("rash/skin condition") and vaginal infection ("bladder/urinary problems: vaginal infection") and was found to have hormone level abnormal ("other injuries/symptoms: hormonal changes"). The patient was treated with surgery (ablation (dilation and curettage) and salpingectomy (bilateral)) and dentures. Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, heavy menstrual bleeding, abdominal pain, dysmenorrhoea, dyspareunia, hypersensitivity, dermatitis allergic, urinary tract infection, vaginal discharge, vaginal infection, insomnia, feeling abnormal and seizure had resolved, the postoperative wound infection, tooth extraction, headache, migraine, hormone level abnormal, nausea, ovarian cyst, cystitis and back pain outcome was unknown and the anxiety, weight increased, vaginal haemorrhage, depression, constipation, abdominal distension, decreased appetite, alopecia and vomiting was resolving. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, back pain, constipation, cystitis, decreased appetite, depression, dermatitis allergic, dysmenorrhoea, dyspareunia, feeling abnormal, headache, heavy menstrual bleeding, hormone level abnormal, hypersensitivity, insomnia, migraine, nausea, ovarian cyst, pelvic pain, postoperative wound infection, seizure, tooth extraction, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vomiting and weight increased to be related to essure. The reporter commented: plaintiff received treatment for: menorrhagia, psychological injury, uti, vaginal discharge, vaginal infection. Current weight 316lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.6 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: back pain. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 14-jun-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ chronic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia(heavy menstrual bleeding)"), hypersensitivity ("hypersensitivity"), dermatitis allergic ("rash/skin condition"), psychological trauma ("psychological injury"), urinary tract infection ("bladder/urinary problems: uti"), vaginal discharge ("bladder/urinary problems: vaginal discharge"), vaginal infection ("bladder/urinary problems: vaginal infection"), tooth disorder ("other injuries/symptoms: dental problems"), headache ("other injuries/symptoms: headaches") and migraine ("other injuries/symptoms: migraine") and was found to have hormone level abnormal ("other injuries/symptoms: hormonal changes") and weight increased ("other injuries/symptoms: weight gain"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, hypersensitivity, dermatitis allergic, urinary tract infection, vaginal discharge and vaginal infection had resolved and the psychological trauma, tooth disorder, headache, migraine, hormone level abnormal and weight increased outcome was unknown. The reporter considered abdominal pain, dermatitis allergic, dysmenorrhoea, dyspareunia, headache, hormone level abnormal, hypersensitivity, menorrhagia, migraine, pelvic pain, psychological trauma, tooth disorder, urinary tract infection, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff received treatment for: menorrhagia, psychological injury, uti, vaginal discharge, vaginal infection. Quality-safety evaluation of ptc:unable to confirm complaint. Most recent follow-up information incorporated above includes:on 18-sep-2019: pfs was received. Previously added injury nos was replaced with pelvic pain, abdominal pain, dysmenorrhea, dyspareunia, menorrhagia, hypersensitivity, rash/skin condition, psychological injury, uti, vaginal discharge, vaginal infection, dental problems, headaches, migraine, hormonal changes, weight gain, device monitoring procedure not performed were added. Date of removal was added. Event outcome was added.no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.